Event description:
It was reported by the field service ctr that the ventilator's turbine was not running with an audible alarm. It is unk if the ventilator was connected to the pt when the reported problem occurred.